Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy connector assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy connector assembly and determined that the cause of the reported issue was that sockets 3 and 7 (apex and sternum) had lost retention due to wear. This led to intermittent or noisy paddles lead ECG.

Event description:
The customer contacted physio-control and required servicing on their device for a non-critical issue. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that paddles lead ECG was intermittent which would cause an intermittent leads off indication which may delay, or prevent, defibrillation therapy from being delivered if it were necessary.